Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prostheses experienced bilateral lymphadenopathy post procedure. The patient had swollen lymph nodes, soreness in the breasts, and achiness in the breasts. Mammography and ultrasound was performed and were negative for any issues. The patient visited a surgeon (B)(6) 2020. The surgeon saw something, and a biopsy was performed. The results of the biopsy were negative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02259 for contralateral prosthesis report.